Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407658 lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that during a gastric bypass procedure, the patient reportedly went into ventricular fibrillation and chest compressions were done. An interrogation done after the procedure did not show any ventricular high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.